Manufacturer narrative:
Initial reporter occupation - administrator/supervisor, inventory coordinator. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy a fiber optic sensor failure occurred. The customer believed the issue was caused by the sheath because the iab had been difficult to advance through it. A new iab was successfully inserted using a larger sheath. There was no patient harm or adverse event reported.

Event description:
It was reported that during intra-aortic balloon (iab) therapy a fiber optic sensor failure occurred. The customer believed the issue was caused by the sheath because the iab had been difficult to advance through it. A new iab was successfully inserted using a larger sheath. There was no patient harm or adverse event reported. Reported via medwatch report # mw5111271: difficulty advancing 8fr iabp (intra-aortic balloon pump) catheter and then once connections made fiber optic error message displayed. Needed to upsize to 9fr.

Manufacturer narrative:
Complaint record ID # (B)(4).

Manufacturer narrative:
Correction to emdr follow up #2 to include cause traced to component failure // 4307 in investigation conclusions (1) grid. Reference complaint #(B)(4).

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. A kink was found on the catheter tubing and inner lumen approximately 67.8cm from the iab tip. Additionally a second kink was found on the catheter tubing approximately 58.4cm from the iab tip. The inner lumen was found occluded with dried blood. The occlusion was unable to be cleared. A laboratory insertion test was unable to be performed due to the membrane being unfurled and catheter kinked. A sensor output test was performed and a pressure reading could not be obtained. The technician then used an optical light to detect any breaks in the sensor's optical fiber and no breaks were observed along the length of the optical fiber. The evaluation confirmed the reported sensor failure. However, we are unable to determine how this failure may have occurred and has been escalated to respective supplier to determine a root cause. A kink in the catheter tubing may cause difficulty during insertion. We are unable to determine when the kinks may have occurred. The evaluation confirmed the reported difficulty during insertion. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. A kink was found on the catheter tubing and inner lumen approximately 67.8cm from the iab tip. Additionally a second kink was found on the catheter tubing approximately 58.4cm from the iab tip. The inner lumen was found occluded with dried blood. The occlusion was unable to be cleared. A laboratory insertion test was unable to be performed due to the membrane being unfurled and catheter kinked. A sensor output test was performed and a pressure reading could not be obtained. The technician then used an optical light to detect any breaks in the sensor's optical fiber and no breaks were observed along the length of the optical fiber. The evaluation confirmed the reported sensor failure. The root cause is addressed under scar 21-f-scar-14; in which it was found that the optical fiber was broken inside the connector assembly. Total preventive maintence was implemented for the eddy dispenser to establish a frequency maintenance using maximo platform. Additionally, weighing method improvement was implemented to ensure correct epoxy amount was placed into sensor cable connectors. An additional corrective action was guard installation with automatic motion on eddy dispenser to prevent take out connectors during epoxy injection cycle. A kink in the catheter tubing may cause difficulty during insertion. We are unable to determine when the kinks may have occurred. The evaluation confirmed the reported difficulty during insertion. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint (B)(4).